Event description:
This device was electively explanted in 2004. The recipient and their family requested taht the cochlear implant be removed, due to a history of poor auditory performance and severe headaches. Subsequent analysis of the explanted device, compelted in 2004, revealed that the device had malfunctioned.